Manufacturer narrative:
There was no unexpected watchdog timeout error alarm found. The unit passed the self-test. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, and a minor scratched lcd window. (B)(4).

Event description:
The customer called in to report a watchdog timeout error alarm. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 113 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.